Event description:
The user reported an arterial standard reference sensor failure occurred. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as result of this event.